Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified mid right coronary artery (rca). The 1.5x8mm apex flex monorail balloon was being used to predilate the lesion and after it crossed the lesion, it ruptured on the first inflation at 2atms. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported with the patient's current condition listed as "good". This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
As the unit was disposed, a technical analysis could not be performed. A review of the manufacturing documentation for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.